Event description:
Patient under anesthesia intubated, rn placing a feeding tube to give 60mls water per neuroblastoma protocol. A 6 fr feeding tube was placed, proper placement verified with aspiration of gastric contents, ph test confirmed proper placement. As rn began giving water she noticed water began pooling approximately 1 inch from patient's left nare. Rn dried the area, began giving more water and could see the water spewing from a hole at approximately the 45cm mark. The feeding tube was at 44cm at the left nare. Due to the leak, the rn had to remove this feeding tube and place a second one. This hole must have been present when the device was in the packaging. Packaging was intact. It was simply taken out of the packaging, the tip was lubricated, and the patient was measured and the feeding tube inserted without difficulty. No one had manipulated or removed and replaced the guide wire. Another device obtained and placed. Patient had to undergo a second tube placement because the first tube was faulty.